Event description:
It was reported that after a da vinci colon resection surgical procedure, it was noted that a broken cable was observed on the bowel grasper instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's snake wrist cables were broken. One snake wrist was broken at the distal end. The frayed stands stuck out at the wrist. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken snake wrist cables if to recur could cause or contribute to an adverse event.